Manufacturer narrative:
(B)(4).

Event description:
The baclofen pump system was implanted (B)(6) 2010 and since implant, the pt experienced significant catheter migration. Since implant the pt has been still, quiet, used a walker, not ridden in a car except to visit the physician, and worn a girdle and back brace. Pt, device, and physician info not reported/available.